Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced a low blood glucose (bg) event on (B)(6) 2025 and went to emergency room (ER) and was hospitalized for less than 24 hours. The patient was administered insulin via intravenous glucose. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.